Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he passed out after mowing the lawn and a neighbor called emergency services. Customer declined the emergency services and treated low blood glucose. Customer had a cookie and blood glucose went up to 34 mg/dl, current is 74 mg/dl. Customer declined troubleshooting for low blood glucose. Customer was advised to call back if issues occurred.